Manufacturer narrative:
Additional information: h6. The complaint was not confirmed. The reported incidence could not be reproduced. One unpacked abs-10060 angel prp system centrifuge serial (B)(6) was received for evaluation. Visual evaluation noted regular wear and tear on the device housing. It was observed scratches on the centrifuge arm as a result of the interference with the centrifuge chamber. This defect can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2015. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 25 ml platelet-poor plasma (ppp), 32 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 4.2 ml. No error messages were reported during processing. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. However, the evaluator did note that interference between the centrifuge arm and the centrifuge chamber meant that the disc could not be removed while the centrifuge arm was upright. Once the arm was lowered, the disc was removed successfully. The reported incidence could not be repeated and was likely due to either a defect of the disposable or improper assembly of the disposable onto the console. No related problem found. However, a user error is the most likely cause(s) for the reported failure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/19/2023, it was reported by an arthrex employee via (B)(4) that an abs-10060 angel machine was not pulling blood into the abs-10062t kits disc. A new kit was used to continue with the case. They had to redraw the blood, which caused a slight delay however there was no effect on the patient.